Event description:
Related manufacturer reference number: 2017865-2023-36615. It was reported that the patient deceased due to ischemic heart disease. There were no known allegations that the patient's implantable cardioverter defibrillator system caused or contributed to the patient's death.

Manufacturer narrative:
The reported event of patient death due to the device was not confirmed. As received, a partial lead was returned in one piece. Final analysis did not find any indication of conductor fractures or internal shorts. No anomalies were found.